Manufacturer narrative:
The sample was not returned to argon; however, images were provided. Based on image evaluation, there appears to be disruption of the leg at the point where the leg is cut into the filtration interstices. Based on the imaging and history provided, the only conclusion that can extrapolated is that a leg was detached from the filter and identified on pre-retrieval fluoroscopic imaging. The leg was endothelialized into the tunica intima of the ivc and removed successfully without complication. The device is unable to be evaluated for causative factors as it was not returned for analysis and evaluation for possible causative mechanism of structural fatigue or failure.

Event description:
Filter was placed on (B)(6) 2016. Filter was imaged again (B)(6) 2016 and seemed to be completely intact. Patient returned to lab to have ivc filter removed on (B)(6) 2017. Fluoroscopy determined that 1 leg of filter had fractured. Filter was retrieved, dr then retrieved the fractured leg with forceps. No damage was visible in follow up fluoroscopy.